Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis is unknown. It was not reported if the patient was hospitalized for this event. Treatment for this event was unknown. Action taken with therapy was unknown. The patient has recovered from this event. No additional information is available.